Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump wasn¿t ¿working to it's fullest¿. The patient had not yet heard any alarms, but thought the pump was getting low because his pain had gotten really bad. It was also noted that when giving himself a bolus, it just didn¿t seem to work. It was thought that the dosages were getting weaker because the pump was getting low on medication. The severe pain and feeling the weaker dosage had begun about two to three weeks prior to report. The patient would pretty much stay in bed due to the pain. He would have to make himself get out of bed to walk his dog, but the pain would be pretty bad when he got back. It was stated that the patient had tripped over his dog and fell, though that had only been about a week prior to report. It was reported that the pump would be empty by (B)(6); however, the patient was struggling to find a new managing physician after his previous physician dismissed him. On the day of report, the patient had been given oral hydrocodone by his primary care physician. It was stated that the hydrocodone didn¿t take the pain away, but it made it where he could maybe sit up and get in his wheelchair to go out for a bit. The system was delivering dilaudid, bupivacaine, and baclofen. Two days later, it was reported that the patient was still looking for a physician who would see him before the refill date. It was noted that the patient¿s pain was just from the fact that he fell and wasn¿t that he had an issue with the pump.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l35841, implanted: (B)(6) 1995, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).